Event description:
Patient had bosci crt-d dynagen model g158, sn (B)(6) implanted in 2019. He came to the emergency department due to sensation of uncomfortable pulsations in his abdomen. This was due to phrenic nerve stimulation. The device was interrogated and was noted to have unexpectedly reverted to "safety mode". This resulted in device being programmed to vvi 72 bpm with high outputs and a single zone ICD therapies. Due to safety mode, no device reprogramming could be completed. An urgent battery replacement was performed as there were no other options.